Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor made a loud screeching noise and then would not do anything. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (loud screeching noise / won't do anything) has been confirmed. As received, the monitor would not power on. Upon eval, there was corrosion on components j502, lcd299 and u201 on the computer / analog (ca) board sn (B)(4). The cause of the inability to power on is the corrosion on the ca board. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the corroded components. The pt received a replacement monitor.